Event description:
The customer reported that the insulin pump was submerged in water, and the screen was blank. Troubleshooting was performed. The battery was changed, and moisture under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly. The device also had a cracked reservoir tube and a cracked case at the display window.